Event description:
A 7 year old patient was unable to complete MRI(magnetic resonance imaging) scan of the brain. Patient began to feel pain at the site of cochlear implant. Patient was complaining of severe pain once attempting to dock MRI table. Patient was unable to even make it in MRI scanner. Due to inability to get patient set up, MRI study was unsuccessful.